Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue - anatomy was most likely due to the patient¿s condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 12-year-old female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. The medical team was having difficulty delivering an impella 5.5 pump due to the patient's left axillary artery being too small. The decision was made to go with impella cp instead.